Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
(B) (4). The ge service rep tested the unit for line pair resolution. The unit was within specifications. He tested the auto tracking and found the tracking to be running about 1kv high. This can definitely cause images to appear washed out. The rep adjusted the tracking with the camera iris stop adjustment and tracking is now within specifications. When the camera cover was removed, he found the cable securing a screw floating around the camera boards. He reattached the screw, it is possible this screw could have touched a board and caused some imaging issues. He found the collimator was out of alignment then adjusted the collimator for normal beam alignment. On low fluoro shots ma error displayed. The rep tested the ma null on hvsr board reading normal then performed a filament calibration and tested low fluoro. The unit was working normally at this time.